Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 2.1 failed and was not detected on bus. A field service engineer (fse) released the cubie pockets in the hardware test application (hta) and disconnected the cubie trays from the row board cable. The fse then closed the drawer and shut down the device. Afterward, the pyxibus cable from the main half height drawer 2 was disconnected and reseated. Using the lever, the fse released the drawer to reconnect and reseat the cubie trays and pockets. The device was rebooted, and it was confirmed that the customer was able to successfully recover the failed storage space, with the drawer being detected on the bus, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.1 had failed and was not detected on the bus, and it might have needed replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.